Manufacturer narrative:
(B)(6). (B)(4).the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
During the procedure, after advancing through dense bone, insulting plastic about the shaft of the access tool peeled back. Surgeon noticed the plastic on the tools peeled back. He inspected the cannulated pedicle, and was unable to find plastic remnants in patient. It was possible that parts of plastic remained in pedicle. No patient complications were reported as a result of this event. As far remnants, the pedicle/wound site was inspected and debrided. Nothing remained from the pak needle as far as the doctor could see.